Manufacturer narrative:
Device was used for treatment, not diagnosis. Review of the dhrs showed there were no issues during the manufacture that would contribute to this complaint condition. The investigation could not completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event as follows: during a minimally invasive support (mis) spine fusion procedure on (B)(6) 2013, the polyaxial head snapped off the pedicle screw shaft during the insertion of the mis rod. The surgeon removed the mis rod, re-installed a new polyaxial head with instruments from the matrix degen set and reintroduced the rod. The surgery was completed with an approximately 10 minute delay. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: product development evaluation was conducted. The report indicates that one 6.0mm titanium cannulated matrix polyaxial screw 35mm thread length (part# 04.606.635) was returned with a complaint category of ¿broke during insertion/removal.¿ the matrix polyaxial screw is part of the matrix spine system ¿mis instrumentation which is an instrument set designed to be used with the matrix pedicle screw system and allows minimally invasive rod and screw insertion for thoracolumbar pedicle fixation. The returned device (lot # 6755304) was manufactured on august, 2011 and is 2 years and 2 months old. The matrix polyaxial screw was received with the screw attached to the body/collet assembly. The collet and body are locked together. The collet is rotated from its original assembled position. Also, there are nicks and scratches on the both the collet and body of the screw. There are tool engagement marks into the screw hexagonal head. A review of the most current edition of the design drawing was performed and there were no changes made to the 6.0mm titanium cannulated matrix polyaxial screw 35mm thread length. The design is adequate for its intended use and did not contribute to this complaint condition. This complaint is caused by the excessive reduction, compression, distraction, or other manipulation load applied to the head. Therefore, this complaint is invalid from a design perspective. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device was received for evaluation. A manufacturing evaluation was conducted. The report indicates the screw was received with polyaxial head assembled with no screw attached. The screw assembly dis-assembled as designed - the polyaxial head can be removed and replaced without removing the screw from the pedicle, product did not break during insertion. The complaint description stated the polyaxial head snapped off, implying product broke, even though product performed as designed, all function which is described in the technique guide. The polyaxial head has minor scratches on the outer area, but both the collet and body are in pristine condition. All described nonconformities are post manufacturing. The product performed as designed; there are no relevant dimensions that can be identified. Investigation is on-going. Placeholder.